Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting noise, oversensing and loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.